Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 27mm aortic bioprosthetic valve was implanted and explanted during the same procedure. During the implant procedure, the physician accidentally used forceps to re-position the valve, thus damaging the leaflets. The device was replaced with another 27mm aortic bioprosthetic valve. No additional adverse patient effects were reported.